Event description:
It was reported when an asymptomatic patient presented in clinic for normal follow-up, intermittent undersensing was observed. Pvcs were being undersensed on real time egm. A programming change was recommended. No further information is available.

Manufacturer narrative:
(B)(4).